Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer had not addressed their bg at the time of troubleshooting. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.